Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal end 01 the hammer guide is broken. The proximal end of the inserter came off and the broken piece could not be provided because they discovered it at the same time when they opened up the tray. These instruments were not used, and there was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: distal end from hammer guide is broken off. The instrument was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigation the instrument has been confirmed that distal end of the hammer guide is broken off. Furthermore the instrument shows marks of intensive use. It is likely that too much mechanical force may have caused these damages. No product fault could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.